Manufacturer narrative:
Additional information was received that the patient was not a boston scientific (bsc) patient and was not getting adequate stimulation.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. The physician reviewed the patient's computerized tomography (CT) and myelogram result and agreed that an explant of the patient's stimulator could be done.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. The physician reviewed the patient's computerized tomography (CT) and myelogram result and agreed that an explant of the patient's stimulator could be done.